Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of resistance when brush was used in the channel was not confirmed. In addition to the finds reported, the forceps passage was leaking. The adhesive part of the bending rubber was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use distal cover experienced resistance when brush was used in the channel during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was minor scratching noted on the distal end plastic body. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional correction to h6 problem code. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) type test: when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon may have occurred by user handling such as the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
Related patient identifier (B)(6): (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial.